Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator and the trocar assembly were received. Visual examination of the trocar assembly revealed the flip top seal was disengaged. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar passed the air leak test. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective and a product enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during a sleeve gastrectomy. The flip cap broke off. The current patient status is good. No tissue damage or patient injury. No bleeding or delay in surgery. New unit was used.